Manufacturer narrative:
Per the patient¿s medical records, the patient was found to have recurrent aortic stenosis and moderate paravalvular leak. The patient was symptomatic. The patient¿s echo showed a 26mm sapien valve was functioning abnormally, there was moderate stenosis, moderate paravalvular regurgitation with 2 jets of regurgitation, mean gradient of 32mmhg, aortic peak velocity of 3.6 m/s, and valve area of 0.98cm2. The second 26mm sapien 3 valve was successfully placed within the pre-existing valve and echo showed good function with a mean gradient of 11mmhg. Echo one day post procedure showed there was no stenosis, no regurgitation, mean gradient of 19mmhg, and valve area of 1.54cm2. The patient was discharged home on post op day 1. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the structural valve deterioration could not be determined, however, may be due pre-existing valvular disease progression or patient factors.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation. No imaging was provided. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Despite multiple attempts, additional information was unable to be obtained. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the structural valve deterioration could not be determined, however, may be due pre-existing valvular disease progression or patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 5 years and 4 months post implant of a 26 mm sapien valve in the aortic position, stenosis and regurgitation of the valve was observed. A 26 mm sapien 3 valve was implanted within the first valve.